Manufacturer narrative:
The customer canceled the service call indicating they had resolved the reported issue.

Event description:
The customer reported the system failed to display an image. No report of pt injury.